Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 404 mg/dl at the time of incident and the current blood glucose of the patient is 320 mg/dl. The customer also report the blood glucose was 400 mg/dl. Customer was treated with insulin pump. Customer report customer does not allege pump was under delivering. The customer did not provide details regarding symptoms of high blood glucose. Customer also report they was able to passed the high pressure test. Customer reports insulin exited at the quick release. The customer state that auto mode feature was active. The insulin pump will not be return for analysis.